Event description:
It was reported that the cuff did not inflate. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
One device was received for evaluation. As received a tear was observed on the cuff of the set. The deformation of the tear was observed to be uneven with multiple pieces. The complaint of non-inflation can be confirmed due to the observed tear. Due to fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to over pressurization.